Manufacturer narrative:
The customer biomed found a stuck inspiratory valve and when the cover was removed it started working. Onsite testing of the involved anesthesia machine was conducted by a spacelabs field service engineer, witnessed by a hospital representative, and confirmed that the equipment performed to specifications. The fse was not able to replicate the reported failure while on site. The absorber was replaced and returned to spacelabs for further testing. The absorber was inspected and resulted in several observations. There was foreign material on the surface of the non return valve (nrv) disc that potentially impeded movement of the disc. Both the inspiratory and expiratory nrv discs showed signs of wear and flipping as well as signs that liquid had been allowed to dry on the disc surface. A large amount of white residue was found at the inspiratory side of the absorber. The hospital¿s device service logs were examined and found to indicate that the user did not perform a pre-use check prior to the case. The absorber was reassembled and placed on a working anesthesia machine in the adv lab. The assembled system passed pre-use testing. The system then completed 72 hours of ventilation testing with no issues of valve sticking. Spacelabs testing was not able to replicate the reported failure. The hospital has acknowledged that during their investigation they found that the manufacturer¿s instructions for use were not followed. The pre-case system status check was not performed. This check would have identified any malfunction with the machine. This report is considered complete and this particular issue is considered closed.

Event description:
Spacelabs received a report that on (B)(6) 2016 an anesthesia machine failed to ventilate the patient at the start of the case. The clinician was forced to manually ventilate the patient. The customer reported that the patient was injured, but stated no further detail.